Event description:
The automode feature was not active during the reported event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin flow block alarm. Blood glucose level at the time of the incident was 600 mg/dl. Customer stated that they have tried all remedies. Customer stated that they performed high pressure test and self test. Insulin pump passed both of it. It was unknown that auto mode feature was active or not at the time of event. The device will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. The test infusion set/reservoir remains in place in the reservoir compartment. No unexpected insulin flow blocked alarm noted during testing. Unit received with fading serial number label and pillowing keypad overlay.